Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: evolutfx-23: ; product serial: (unknown); product type: (0195 - heart valves) ; implant date: (B)(6) 2026 explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was successfully implanted. Following implantation of the valve, digital subtraction angiography (dsa) was obtained of the access vessel. This revealed a slight dissection in the right external iliac artery. The guidewire was then advanced from the contralateral side and dsa was then again obtained, which revealed that the contrast agent had flowed smoothly. The attending physician ultimately decided to implant a stent to treat the dissection. The patient was then discharged from the operating room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was successfully implanted. Following implantation of the valve, digital subtraction angiography (dsa) was obtained of the access vessel. This revealed a slight dissection in the right external iliac artery. The guidewire was then advanced from the contralateral side and dsa was then again obtained, which revealed that the contrast agent had flowed smoothly. The attending physician ultimately decided to implant a stent to treat the dissection. The patient was then discharged from the operating room. Additional information was received that a non-medtronic guidewire and non-medtronic sheath were used during the procedure. The minimum diameter of the access vessel was approximately 6 millimeters (mm). Per the physician, the cause of the dissection was unknown and it was unknown if the delivery catheter system (dcs) contributed to the dissection; however, the non-medtronic guidewire contributed to the dissection. The non-medtronic sheath did not cause or contribute to the dissection. The patient's anatomy, specifically mild calcification, was noted as a contributing factor to the dissection.